Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for dilatation of the lesion. During the procedure, after several successful dilatations at the stenosis in the subclavian vein, percutaneous transluminal angioplasty was performed although there was stenosis in the patient's upper arm. Dilatation was performed with the cutting balloon at 10atm; however, at about 1 minute, it was observed that the pressure suddenly decreased. It was then noted the balloon ruptured. The device was replaced with another of the same 2cm peripheral cutting balloon; however, upon the eight dilatation at 12atm for about 120 seconds, it was noted that the balloon also ruptured. Fluoroscopy was done and confirmed no damage on the vessel and that the stenosis was successfully removed thus the procedure was completed. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for dilatation of the lesion. During the procedure, after several successful dilatations at the stenosis in the subclavian vein, percutaneous transluminal angioplasty was performed although there was stenosis in the patient's upper arm. Dilatation was performed with the cutting balloon at 10atm; however, at about 1 minute, it was observed that the pressure suddenly decreased. It was then noted the balloon ruptured. The device was replaced with another of the same 2cm peripheral cutting balloon; however, upon the eight dilatation at 12atm for about 120 seconds, it was noted that the balloon also ruptured. Fluoroscopy was done and confirmed no damage on the vessel and that the stenosis was successfully removed thus the procedure was completed. No patient complications reported. The device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak in the balloon material approximately 3mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted along the length of the shaft. The rated burst pressure of this device is 10atm (atmospheres). No other issues were identified during the product analysis.